Event description:
Voluntary medwatch report received reported that the atrial lead exhibited under sensing. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155491.